Manufacturer narrative:
Follow-up #1: date of submission 06/27/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2016 with the following findings: during investigation, a review of the cgm history showed a no antenna warning. During testing, the transmitter was paired with the pump successfully. Blood glucose calibration of 120 mg/dl was accepted in both attempts within 2 hours. The pump and transmitter ran over night with a steady reading of 115 mg/dl within +/- 20%. No ¿ant¿ icon warnings occurred during testing. The complaint of the ant icon appearing in place of cgm readings was shown in the pump history but was not duplicated during investigation. The pump¿s cover was removed and no intermittent condition was found to the cgm module or printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that the ant icon appeared in place of cgm readings for more than three hours while the cgm was in range. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in the user missing their blood glucose (bg) trending and fail to react to any potential bg excursions.